Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s screen was cracked of unknown cause, though blood glucose management was not affected and the device functionality was in question, prompting a replacement and counseling that the device would no longer be water resistant and that backup therapy should be in place. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and instructions to sync data, shut down the device, and return the original unit. Investigation included review of user reports and logistics records. Investigation of this device revealed physical damage to the display component consistent with a cracked screen, with no evidence of therapy malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from an external factor.